Event description:
It was reported that the patient, who had an existing sling device, underwent an original artificial urinary sphincter (aus) implantation surgery due to urinary incontinence secondary to a post-prostatectomy. The patient was using diapers for their incontinence. During the procedure, the surgeon attempted to implant a 4.0 cm cuff, but ultimately did not because he felt that it was too tight after scoping the patient. The surgeon implanted 4.5 cm cuff which was a better fit for the patient. No device allegations were made against the unused 4.0 cm cuff. The unused 4.0 cm cuff is expected to be returned. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.